Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported via a call report that when they turned the pump on yesterday, it just went to a white screen and alarmed. They had just received it back from "temple," so they thought it might be the battery, and plugged it overnight. However, this morning, it is doing the same thing per the rn, "this is one of the two pumps they have and the rn is concerned about having a back up pump." The clinical support specialist (css) asked the rn to double check the umbilical cable connections at both ends. The rn felt they were secure. The rn powered the pump on again while on the phone, and the white screen and alarm occurred again. The css suggested that the pump be "flagged and taken it to biomed."